Event description:
A minicap extended life pd transfer set (6") with twist clamp in which a leak was detected during patient use. The culture was negative. Pt was given vancomycin and ceftazdime proactively per the facility's growth procedure (since there was a previous known case). The patient had abdominal pain and pt had chylis in their fluid (effluent).

Event description:
Baxter product surveillance received a report on 03/24/2005 of a home patient experiencing a transfer set leak between "the light blue portion and the white portion of the product" when the twist clamp was in the open position. Following this incident the home patient experienced abdominal pain and noted chylus in his effluent. An effluent culture was performed and results were negative. The home patient was treated with vancomycin and ceftazidime. During follow up with the home patient's nurse on 06/06/2005 the nurse reported that the home patient expired. The nurse reported "the patient did not look well when he started" and "had several co-morbids including diabetes, copd and congestive heart failure". Additional follow up with the nurse has revealed that cause of death was cardiac arrest. No further information is available regarding this incident.